Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reportedly receiving elevated blood glucose readings and bolused via pump; readings continued to increase. Caller alleges pump is not correctly delivering his basal and bolus insulin. Customer was taken to hospital by his wife where his blood glucose level was 780 mg/dl; was treated with a saline IV and insulin IV, and admitted to the hospital. Caller stated last blood glucose reading via customer meter was 540 mg/dl 2 hours prior to the hospital reading. Requested return of the alleged device for evaluation.